Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew2839 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew2839) have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported bloodstream infection. Start date: (B)(6) 2021; end date: ongoing. Moderate severity and likely related to the device (catheter) and unrelated to the procedure and unrelated to the accessories (guidewire, stylet). Action taken: medication prescribed and device removed. Outcome: ongoing. Additional details of the adverse event were reported as: bloodstream infection confirmed by positive blood culture(s) with microorganism matching catheter tip culture, enterococcus faecium.